Event description:
The following article was received based on a literature review: a prospective interventional study was done to evaluate refractive and topographic results of the association of intrastromal corneal ring segments (icrs) with photorefractive keratectomy (prk) for the correction of high (>6.0 diopters [d]) postkeratoplasty astigmatism (pka). A total of 30 eyes of 29 who were intolerant to contact lens fitting, and with corneal astigmatism higher than 6.0 d were treated by the combination of icrs and prk. All patients underwent femtosecond laser¿assisted (intralase fs 60khz; abbott medical optics, inc.) Implantation of icrs (ferrara ring; ajl ophthalmic s.a.). There were 3 cases of endothelial perforation during icrs tunnel creation. In all these 3 eyes, the procedure was postponed for 30 days and then performed uneventfully. There are no indications in the article of any interventions provided. Other jnj products were mentioned but no complaints were reported against them.

Manufacturer narrative:
Unknown/not provided date of publication used as date of event. January 11, 2022 the device was not available for evaluation. The serial number for the device was not provided; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Citation: pedro bertino, md, article: intrastromal corneal ring segments followed by prk for post keratoplasty high astigmatism: prospective study j cataract refract surg 2022; 48: 912¿923. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.